Event description:
Patient reported left side "pain" and "rupture confirmed with an MRI". Healthcare professional later confirmed. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification) additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Patient reported left side "pain" and "rupture confirmed with an MRI". Healthcare professional later confirmed. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15feb2024.

Event description:
Patient reported left side "pain" and "rupture confirmed with an MRI". Healthcare professional later confirmed. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.